Manufacturer narrative:
(B)(4).

Event description:
The patient never experienced therapeutic effect from the pump. A catheter fracture occurred. The catheter was found "leaking at the elbow." The date of the fracture diagnosis was not reported. The patient experienced infection; specific symptoms of infection and date of occurence were not reported. The pump was explanted and replaced. Additional information has been requested from the hcp, but was not available as of the date of this report.